Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory observed noise on the electrogram waveforms.

Event description:
It was reported that the patient received inappropriate shocks due to right ventricular (rv) lead noise on the wavelet which caused the implantable cardioverter defibrillator (ICD) to inappropriately detect ventricular tachycardia (vt). As well, there was one non-sustained ventricular tachycardia episode. The lead was reprogrammed and remains in use. No intervention was performed on the device. The device is still in use. No further patient complications have been reported as a result of this event.